Event description:
It was reported to depuy acromed that a vsp screw broke post-operatively the screw was implanted in 2001. The screw has not been explanted. The lot number was not reported by the complaintant. No further action can be taken at this time.